Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had returned for a follow up due to being seen previously because of a wound issue after being hit by a file cabinet. At a follow-up in (B)(6) 2018 the wound did not improve, and it was painful to the touch as well as being painful to interrogate in the area of this cardiac resynchronization therapy defibrillator (crt-d) header. No fever or chills were noted, but there was redness and pain around the device pocket. An infection/erosion was alleged and the system was explanted. No additional adverse patient effects were reported.